Event description:
The customer reports the telemetry transmitters drop out on the 5th floor. Did troubleshooting with bme. Determined drop out was occurring on multiple org receivers. Swapped a transmitter that was working fine on another floor to this floor (5) and it drops out. Verified all antennas have led's lit. MFR - 8030229-2014-00023.